Event description:
It was found during a visual inspection of the unit that the bubble trap holder is off of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: this unit is outside of the design life and is being scrapped.